Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set came out of one of the ports and blood backed up into the line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H11: the device was received for evaluation. A visual inspection noted a separation between the assembly of tubing and the second y-site clearlink; there was a lack of solvent when the tubing was inspected. Dimensional testing was performed on the tubing and clearlink y-site housing with no issues noted. The reported condition was verified. The cause of the condition is related to improper assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.